Event description:
Multiple bags of the nxstage rfp-401 dialysate solution have broken since friday [redacted date]. 2 [redacted name] ICU had two broken bags inside wrapper in pyxis tower and then one bag that broken when mixing the two chambers. 6icu with 3 bags broken since sunday [redacted date] - all while mixing the two chambers. Staff using face shields while mixing, but 2 staff members did get the solution on their skin (no injury). All these bags had same lot number - q2401186 and are on voluntary recall list from nxstage. Reported to supply chain and pharmacy management. Tenal medicine also aware. Suggesting removing bags from service if we have other lots currently in house.